Event description:
It was reported that the pump exhibited a delaminated downstream occlusion. During physical inspection, it was found that there was an issue with the upstream occlusion sensor. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and an upstream occlusion sensor issue was verified. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream/upstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.